Event description:
It was reported that this rv lead was capped and replaced on (B)(6) 2019 as there was noise on the rv chancel which resulting in pacing inhibition several times for less than 2 seconds. The cause of the noise was unknown. The patient did not have syncope, but felt dizziness from pacing inhibition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).